Event description:
It was reported that a pt's foot allegedly slipped off a wheelchair foot rest and activated the footswitch allgedly causing the c-arm to move downward. The c-arm notion was stopped when the technologist raised the pt's foot off of the footswitch. It was reported that the pt's arm allegedly received a cut which required stitches.